Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Manufacturer reference number: 2017865-2021-32266. Manufacturer reference number: 2017865-2021-32267. Manufacturer reference number: 2017865-2021-32272. Manufacturer reference number: 2017865-2021-32273. It was reported that the patient developed an infection. The entire system including device and leads were extracted. The patient was stable.